Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not vibrating even if the self test was passed. The customer¿s blood glucose level was 120 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.(B)(4).